Event description:
It was reported that the pt lost consciousness due to low blood glucose levels and required treatment with sugar. The reporter alleges that the pump delivered a bolus insulin dose that she did not program or confirm to deliver.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.